Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that a power on reset was seen when the patient tried to recharge her ins. It was noted that the por was not related to an overdischarge event. At the time of the call with patient services on (B)(6) 2016, the patient was only seeing the low ins battery symbol on the programmer so she could not tell if it was an informational por or a warning por. The patient was to call back to patient services if it was an informational por or call a health care professional to have the device interrogated if it was a warning por. No symptoms were reported. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the patient reporting that they were in their doctor's office on the morning of (B)(6) 2016 and the manufacturer representative (rep) got the recharging part working and it was too long for the patient to wait since they had to charge up their device. The patient was seeing a warning screen power on reset (por) and wanted to know how to clear it. The patient was redirected back to their health care professional (hcp) as the por had to be cleared with the clinician programmer.